Event description:
It was reported the customer had moisture exposure to their insulin pump. Customer reported moisture under their screen. Customer stated their insulin pump was exposed to water. The customer's blood glucose was unknown. The customer stated they dropped their insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. The pump also had moisture damage the lcd board and mother board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.